Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 03/09/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-01469, 2210968-2020-01470, 2210968-2020-01474, 2210968-2020-01475, and 2210968-2020-01476. Analysis results have been included in follow-up reports for each. H3 evaluation: an opened box with unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage, fraying or suture breakage noted. A tactile test was performed on strands and no fraying could be detected. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no suture breakage or suture fraying intra-op was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/25/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery in 2020 and the suture was used. During the surgery, the suture/thread frayed and break off very easily. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.